Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a purge disk holder that was broken. The aic was removed from service. There was no patient involvement.

Manufacturer narrative:
The investigation into the automated impella controller purge issues has been completed. Data review : no data review is needed for this complaint because it was only reported that the retainer was broken. Device analysis : the purge disc retainer was found to be broken (retainer completely broken off). The root cause of the issue was a broken purge disk retainer.--defective component. Added d9 device return and date e4 was checked no in initial MDR. It should have been blank as abiomed does not know if initial reporter also sent report to FDA.